Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Inhibition of pacing was noted on the patient's 24 hour monitor. Review of session records indicated noise on the lead. Further lead testing and monitoring was recommended. Additional information has been requested but not received.